Manufacturer narrative:
The reported events of insulation damage and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported events was due external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the rv lead was explanted and replaced. Insulation damage was observed visually and via diagnostic imaging. The patient was in stable condition.